Event description:
The device was being used for a scheduled procedure in the facility electrophysiology lab. An attempt was made to use the device in synchronized mode of operation. According to the staff, the device was "synching' on the t-wave portion of the patient ECG. Additionally, it was alleged that the defibrillator inappropriately 'fired' on the patient t-wave, placing the patient into ventricular fibrillation. The device was used to administer defibrillator therapy to the patient two times in succession, which converted the patient out of ventricular fibrillation. Again the device was used in synchronous mode of operation, was synching on the patient t-wave, and shocked the patient on the t-wave. However, at this time the patient converted to a perfusing rhythm.